Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a drawer failure. The technical support specialist connected to the device as cfnadmin, transfer file to the d: drive, run firmware update pci and reboot device. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. The customer stated that cubie not ejecting or detected in drawer with medication in cubie, other cubies have intermittent issue in same drawer causing a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.